Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: evaluation revealed that the keypad was torn across the ok and up buttons and the keypad was found to be worn. All of the keypad buttons were unresponsive. There was contamination under the ok and down contacts and the contrast, up and ok contacts were found to be missing. The down contact is found to be misaligned. The display is found to be dim/fading.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and ok buttons were not responding and the keypad was peeling around those buttons. There is no indication of an adverse event related to this issue. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.